Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information from an healthcare provider (hcp) was received regarding "a couple" of unknown patients who had low battery reset issues over the prior 7 months. No specific patient was identified, and no patient symptoms were reported. Additional information regarding patient and product identification of the "couple patients," as well as the date, context, symptoms, troubleshooting/diagnostics, actions/interventions, cause, outcome, medical history, concomitant medications, drug in the pump, and outcome related to the low battery reset issues has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a hcp on 2017-jan-18. It was reported that the hcp felt that all of the pumps were implanted in 2011.